Manufacturer narrative:
This report was initially submitted following an internal complaint for inhibition of polymerase chain reaction (pcr) results for urine stability samples during a research & development (r&d) study with the nuclisens® extraction buffer 3 (ref 280132, lot z010dd3eb). The results indicated that there was no amplification for all samples of this extraction. The internal controls indicated that there was no issue during amplification step. A biomérieux internal investigation on the part revealed that the cause of the problem was linked to some fissures present on the reagent manifold. In order to prevent this error from occurring again, a design change has been opened and is currently ongoing with the aim of evaluating the possibility of changing the material of the reagent manifold.

Event description:
An internal complaint was initiated for inhibition of polymerase chain reaction (pcr) results for urine stability samples during a research & development (r&d) study with the nuclisens® extraction buffer 3 (ref 280132, lot z010dd3eb). As this was an internal r&d stability study, there was no patient involved. The results indicated that there was no amplification for all samples of this extraction. The internal controls indicated that there was no issue during amplification step. Inhibition can lead to a false result if the customer does not use the internal controls. In addition, the presence of guanidinium thiocyanate inside extraction buffer presents a risk for the operator as there is no sticker informing of the presence of this component in the extraction buffer. A biomérieux internal investigation will be initiated.